Event description:
During a direct stent attempt, the stent was not able to cross the lesion. The physician tried to pull back the stent system into the guiding catheter in order to make a new attempt with another stent; however, upon removal the stent dislodged into the vessel. The physician retrieved the stent with the help of a guide wire and no pt effects were reported.